Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer reported unknown blood glucose level at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly on electrical board. No alarms that generated as the result of critical error found in the device history. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Device was received with corroded battery tube.